Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise and oversensing. It was discovered that there was a set screw issue. A revision was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.